Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital's emergency cardiac unit. The customer was hospitalized on (B)(6) 2016 due to heart attack. The caller stated that the cause of death was natural causes. The caller stated that the customer got out of bed as he was not feeling well, had hard time breathing and fell; his heart stopped beating for fifteen minutes and was revived on (B)(6) 2016. The customer had kidney failure, heart disease, several bypasses, brain swelling, and infection on both feet. The caller stated that all of the customer's toes had been amputated. The customer's blood glucose at the time of death was 1500 mg/dl. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or not. The insulin pump was not available at the time of the call. The device information used on this medwatch report is the last known insulin pump to have been issued to the customer. The device will be returned for analysis.